Event description:
It was reported that there was foreign matter with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from portuguese to english: aspirated the medication dipirone 2 ml and visualized foreign matter inside (rubber aspect of the plunger).

Manufacturer narrative:
Investigation summary: the batch history analysis (DHR) was not performed because batch code was not informed, nor was it possible to verify maintenance records and quality notifications. Photos were sent by the customer for evaluation, therefore it was not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the claim. The incident identified from this claim will be monitored for trend evaluation.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was foreign matter with a bd plastipak¿ 20ml syringe luer slip. The following information was provided by the initial reporter, translated from (B)(6) to english: aspirated the medication dipirone 2 ml and visualized foreign matter inside (rubber aspect of the plunger).